Event description:
It was reported the insulin pump was not bumped or dropped and it had a crack in the case. Crack was on the backside. Customer stated the drive support was loose. Customer did not press the cap while connected. No car accident. Customer was unaware how damage occurred. Customer's blood glucose was 180 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.